Event description:
It was reported to philips that the system gave a remote alert indicating cathode short circuit, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred in the middle during performing a vascular procedure diagnosis. The issue was not addressed by the customer as it was a proactive monitoring error displayed which did not cause any delay in the procedure and the procedure was completed. The philips field service engineer (fse) visited onsite and confirmed that cathode short circuit was detected. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the errors that were raised required new tube to be replaced. However, the system was end of life and the customer has planned to replace it with a new system. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.